Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis with a blood glucose reading of 422 mg/dl. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. Also found that the customer uses cold insulin in the reservoir. Advised the customer to allow insulin to warm to room temp. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.